Manufacturer narrative:
(B)(4) - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar adhesive events with three infusion sets which fell off during use after being used for one day. Patient confirmed use of skin tac as adhesive aid. Patient replaced infusion set and resumed insulin successfully. No further information available.